Event description:
Event description guidant received information that this atrial lead was being revised due to poor performance. Upon opening the pocket, several nicks in the leads insulation were observed, which were induced during the original implant procedure. During the procedure, the surgery was abandoned due to the patient suffering a cardiac arrest. A new pacemaker system was then implanted on the opposite side and the old system remains implanted, due to the increased risk of infection.